Event description:
It was reported that the helix of the right ventricular (rv) leadless pacemaker (lp) became stretched during the implant procedure prior to fixation. The lp was removed and a new lp was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of stretched helix was confirmed. A visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed revealed no anomaly. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.